Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was presented to the hospital with symptoms of an infection. Their device pocket was observed to be swollen, discolored, and the patient was experiencing pain. The patient was prescribed antibiotics and the s-ICD system remains in service. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Additional information provided from the field indicated surgical intervention was later performed and the patient's previous system was explanted due to infection and erosion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was presented to the hospital with symptoms of an infection. Their device pocket was observed to be swollen, discolored, and the patient was experiencing pain. The patient was prescribed antibiotics and the s-ICD system remains in service. No additional adverse patient effects were reported.